Event description:
During routine deployment of a simon nitinol filter, the filter failed to properly open. This filter was able to be deployed in the common iliac vein. A second filter was deployed in the inferior vena cava.